Manufacturer narrative:
The customer meter and test strips were returned for investigation. The returned meter and strips were tested using a high level control sample. Testing results (qc range = 2.5 ¿ 3.7 inr): 2.9 inr 2.9 inr 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The date and time was not set correctly on the meter but the results reported by the customer were observed in the meter memory. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
Coaguchek xs serial number is (B)(6). The product has not been received for further investigation at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable results from a coaguchek xs meter. The meter result was 1.6 inr. The customer was using expired strip lot: 74519110, expiration date 30-apr-2025. The customer switched to a lot of test strips that was not expired. The meter result was 2.6 inr. Customer tested the patient on the meter again and the result was 1.8 inr. The patient's therapeutic range is 2.0-3.0 inr.